Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue started 4 weeks prior to contacting lfs. The csr noted that the patient manages her diabetes with oral medication(s). The patient claimed she was unable to test her blood glucose as a result of the subject meter not powering on; however, it is not known if she made any adjustments to her usual diabetes management regimen. The patient reported that approximately 1 week after the meter stopped powering on, she developed symptoms of a "headache and sweating". The patient stated she treated self by taking an increased dose of her oral medication. At the time of troubleshooting, the csr noted that the subject meter did not power on when the power button was pressed. It was noted that the patient did not have test strips with her. When the meter was connected to a wall via the usb adapter, the patient claimed the meter would not charge or turn on. Replacement products were sent to the patient. The subject meter was requested to be returned. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue started.

Manufacturer narrative:
Follow-up (5/6/2013)-device evaluation: the meter, usb cable, and ac adapter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. However, the usb cable and ac adapter have defective components. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter, usb cable, ac adapter:(B)(4) 2013. The DHR shows deviation implemented to fulfill new airline transportation requirement for a "caution" label to be applied to each shipper box containing products with lithium batteries. No escalation required as this planned deviation does not impact the complaint description.